Manufacturer narrative:
Device received with detached end cap. Unable to perform any testing including the displacement due to detached end cap. Also, moisture damage found on the electronics, motor, battery tube and vibrator assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the self test was failed. The customer blood glucose level was unknown. Customer stated that fluid was in the reservoir compartment. Customer stated that they dried reservoir compartment with q-tip. Customer stated no damaged to the drive support cap. The device will be returned for analysis.